Event description:
Allegedly mom symptoms requiring revision surgery. Original surgery (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).